Event description:
It was reported that a patient experienced air in the line during use with a homechoice cassette. The patient was connected at the time of the event. The event occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting, it was reported that the line was almost empty and bubbles were seen. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home; 1900 n highway 201; mountain home, ar 72653; united states. Baxter healthcare - dominican republic; carretera sanchez km 18.5, parque industrial itabo, piisa; haina, san cristobal 91000; dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.